Manufacturer narrative:
Item has been received, and will be sent to the manufacturer for additional investigation.

Event description:
Tube is burned, damaged. Instrument has a hairline crack as well. Patient was burned. It is unknown what procedure or where the patient was burned. The nurse told the manager that the item burned the patient, the item was defective, and that it should be returned. The burn was minimal. Facility did not complete an incident report. Actual date of the incident is unknown, reported as 2008.